Event description:
On (B)(6) 2016, the ip1.p was found to have a broken accessory as part of the licox kit. The device was in use on (B)(6) female patient. The medical team decided to introduce the probe without the accessory and the probe was introduced with the usual marks and landmarks of the surgeon that uses this product often. There was no adverse consequences for the patient due to the broken accessory, however, there was a 20-30 minutes increase in time to implant the probe as a result of the broken device.

Manufacturer narrative:
Integra has completed their internal investigation on 12 sep 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the broken adjustable stop was received with a label of ip1 lot 180116. The component broke at the area where the setscrew is situated. Visual inspection reveals the component is slightly more ¿colored¿ (slightly brown) when compared with a component from inventory or a component used for the design verification (after the maximum sterilization radiation dose). The device history records (including sterilization) of ip1p lot 040216 and ip1 lot 180116 were reviewed and did not reveal any anomaly. The ip1 batch (which includes the broken component) included 19 products and was manufactured in february 2016. Upon review of integra¿s complaint system from january 2013 - july 28, 2016, related to ip1p /ip1/ im1 im1s which include the same adjustable drill bit, no similar complaints were reported in 2013 and 2014, three (3) similar complaints were reported in 2015. In 2016, 3 other similar complaints from the same hospital were also received. No similar complaints were received for other licox products that include a drill bit with stainless steel adjustable stop.given testing, already performed, such breakage is known and the recent cases are not considered as a trend, based on the preliminary information available. Conclusion: the complaint is verified. Testing already performed by gms in 2015 made on 45 products reproduced the breakage and showed such issue may be related to the sterilization radiation dose and/or to high screwing forces (higher than 0.7n/m). No corrective action was deemed required. Gms testing is applicable to the present complaint.